Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. However, the investigation is not identified for self-activation issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 211610 biopsy instrument allegedly experienced self-activation. This report was received from a single source. The malfunction was involved patient with no reported consequences. Age, weight, and gender of the patient was not provided.